Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. It was observed the inner insulation was kinked/buckled, blood in/on the helix mechanism, and the lead was stretched; lead damaged at implant.

Event description:
It was reported that during the implant attempt the lead screw would not extend after 5 repositions. The lead was replaced. No patient complications have been reported as a result of this event.